Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the first firing for laparoscopic colectomy ,they connected reload to adapter, then the surgeon tried to resect the colon, however the device did not perform normally. Replaced by new reload, however the surgeon could not use the device. The event occurred in use for patient. The procedure was completed with another device. The surgical time was extended by less than 30 min. The status of the patient: no problem.